Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (arterial trauma/dissection/perforation); patient's condition affected effectiveness of device (small iliac arteries). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (small iliac arteries).

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately four weeks ago. The iliac arteries were small. It was reported that the physician started the procedure with a 16fr dilator and then progressively dilated up to a 22fr dilator. The stent graft was successfully placed and deployed. It was reported that upon removal of the delivery system the iliac tore and came out with the delivery system. A reliant balloon was immediately placed to control the bleeding and the blood pressure was stable at this point. The physician elected to pave the iliac system with another manufacturer's stent grafts. After the balloon was deflated the patient's blood pressure continued to drop. Due to the patient being hemodynamically unstable the decision was made to perform open surgery and to place an aorta bi-fem graft. No additional clinical sequelae were reported. The delivery system was discarded by the user facility.